Event description:
Pt complained of sjogren's syndrome, rheumatoid arthritis and lupus, pleurisy, muscle inflammation, polymyositis, chronic fatigue, muscle spasms, rashes, hands and feet turn colors when cold, joint swelling and tenderness, memory loss, enlarged lymph nodes, hair loss, sun sensitivity, insomnia, trouble swallowing, colon problems, night sweats, tingling in hands and feet, no sex drive. Implant date: 12/18/81.